Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
It was reported to philips that the device had a patient disconnect alarm. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to a patient and there was no delay in therapy. A philips service engineer (se) was dispatched to the customer site and the reported issue was not confirmed. During servicing the se discovered that the touchscreen was misaligned. Another case has been opened to investigate this malfunction. The se performed testing on the device and the reported issue was not replicated. The device passed performance verification testing.

Manufacturer narrative:
G4:17mar2021. B4:18mar2021. H11:b5: it was reported to philips that the device the silence indicator on the display failed to appear. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.